Manufacturer narrative:
Date of event: the exact date of the event is unknown, it was stated to be between (B)(6) 2016 to present. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported suction loss during surgery-cone issue with an intralase patient interface (pi) after the patient was applanated and after the laser fired. It was noted that the procedure was completed successfully and that one procedure was replaced. There was no patient injury reported and no surgical intervention was required. This report is two (2) of two.

Manufacturer narrative:
The following information was known; however, it was not included in the initial MDR report: the customer also reported galvo error and that the procedure was completed by switching out the patient interface. In the initial MDR report, it was indicated that the initial reporter email was unknown, not provided. In this report the initial reporter email (B)(6) has been included. All pertinent information available to abbott medical optics has been submitted.